Event description:
It was reported that "the device was installed and put into use in (B)(6) 2025. On (B)(6) 2026, during a surgical procedure, no image was displayed after the scope was connected to the main unit. Inspection revealed a crack at the root of the connecting cable. Verified with cssd: no cracks were found prior to sterilization." No negative impact in state of health reported. It was reported that the surgery was prolonged by 35 minutes.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device was sent to the karl storz assessment and repair department for inspection. During the technical inspection, the reported issue could be confirmed. The following damage/ defects were identified: - cable connector broken - deformation problem, connection pins deformed - the handgrip is discolored - the shaft is scratched. The optical connector on the tipcam has snapped, bending the electrical pins in the process. Based on the damage found, it is concluded that the connector was damaged chemically and/or mechanically, leading to it snapping. The investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. In addition, we would like to call your attention to the following information stated in the instructions for use (document no.: 96286008d, version: v3.2_09-2023). Page 5: "warning: risk of injury: incorrectly assembled and damaged instruments can lead to injuries to the patient. Instruments and all of the accessories used in combination with them must be checked immediately before and after every use to ensure that they are complete, free from damage, and in full working order and have no accidental rough surfaces, sharp corners, burred edges or projecting parts. Care must be taken not to leave missing or broken-off components inside the patient. Warning: risk of injury: overloading the instrument by exerting too much force on it may cause the medical device to break, bend, and malfunction, and consequently injure the patient or user. Do not overload the instruments. Do not bend bent instruments back to their original positions." The event is filed under internal karl storz complaint ID: (B)(4).